Event description:
Caller reported a malfunction with a cgm device indicated by error 42. There was no adverse impact on the customer's blood glucose level. Technical support guided the caller through a reset of the pump, and after the reset, the device no longer displayed the error. The customer successfully restarted their sensor session.